Manufacturer narrative:
H6: investigation summary no sample was available but a photo was provided. A device history review was conducted for lot number m79994-1. The photo showed two y-pieces from a cyto tree. Two ports of the upper y-piece and one port of the lower y-piece were in use. The fourth port was unused and closed with a closure cap. It was marked as the defective port. Main cause: despite no sample provided to investigate, the obstruction was most likely due to a blocked check-valve. This problem can be caused by a dysfunctional check valve slit surface, which may occur after the delivery of the final products and is not considered a systematic problem. This results in accidental adhesion to the cracks by the bonding of the rubber material. This can greatly increase the cracking pressure (up to 1.0 bar). We confirmed the complaint, despite no sample to investigate. The problem is a known issue. According to the known issue, the obstruction in system was most probably due to the check valve being blocked. This incident appears was likely an isolated event. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ administration products - IV bag access experienced flow issues when used for infusion. The following information was provided by the initial reporter: during administration of chemo, the nurses noticed that the chemo is not flowing from the port circled in the picture. However other ports are working fine. Before they had to change to other port, the did try to adjust the setting of the volumetric pump and also introduce air into the bottle to increase the pressure, but it did not work. Only after changing to another port on the c110 that the chemo was able to flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd phaseal¿ administration products - IV bag access experienced flow issues when used for infusion. The following information was provided by the initial reporter: during administration of chemo, the nurses noticed that the chemo is not flowing from the port circled in the picture. However other ports are working fine. Before they had to change to other port, the did try to adjust the setting of the volumetric pump and also introduce air into the bottle to increase the pressure, but it did not work. Only after changing to another port on the c110 that the chemo was able to flow.